Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, system passed navigation accuracy check on left and right trackers. System passed all testing and was returned to use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that they took two spins and the surgeon stated he believed there to be inaccuracy in the images unilaterally by 3-4 cm. Imaging system aborted and used another imaging system for imaging to bypass the issue. Site requested field service engineer (fse) checkout. This was occurred intra operatively. There was a patient present. No additional information was provided.